Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device change out procedure, transient periods of bradycardia and ventricular oversensing leading to pacing inhibition were displayed on the monitor while the physician was using electrocautery. The pulse generator was explanted and replaced.